Manufacturer narrative:
The device was not returned for analysis. It should be noted that the electronic perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of hemorrhage is listed in the electronic perclose proglide IFU, as potential adverse events of use of the device. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 7fr sheath after a percutaneous coronary intervention procedure. Reportedly, when positioning the proglide foot against the arterial wall, bleeding continued. The device was repositioned; however, more profuse bleeding appeared. The proglide was removed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. A femoral angiogram was not taken. No additional information was provided.